Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, the customer did return two photos showing a used three-lumen cvc in a bag. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after approximately two days, the extension line of the medial lumen leaked.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after approximately two days, the extension line of the medial lumen leaked.